Event description:
It was reported that patient is experiencing inflation issues with his inflatable penile prothesis (ipp). A surgical procedure was performed where ipp was removed and replaced. There were no patient complications reported.